Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polyps in the large bowel in the descending colon during a colonic polypectomy procedure performed on (B)(6) 2024. During the procedure, the clip failed to deploy. The clip was noted to have fallen off from the tissue and had to be retrieved using a pair of rat tooth forceps. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. The investigation results summary did not detect any problems related to the reported issue, "clip failure to release from catheter", as the clip assembly did not return, and the device was fully deployed. Even though the event description reported that the clip failed to deploy, the device returned without the clip assembly to help us determine the real cause of the failure. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polyps in the large bowel in the descending colon during a colonic polypectomy procedure performed on (B)(6) 2024. During the procedure, the clip failed to deploy. The clip was noted to have fallen off from the tissue and had to be retrieved using a pair of rat tooth forceps. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.